Event description:
It was reported that the ventilator failed the gas supply test and flow transducer test during pre-use check. There was no patient involvement. (B)(4). Reference MFR report # 8010042-2013-00170.